Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a blank display. The customer¿s blood glucose level was unknown. Troubleshooting was performed and noticed that the display did not return. The customer also stated that the insulin pump was exposed to fluid. Troubleshooting was continuing for exposed to fluid. The customer stated the type of exposure was water. The customer also stated that the insulin pump did not notice any fluid in the insulin pump but did experience a blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had blank solid white lcd display due to electronic assembly moisture damage. During visual inspection, motor and force sensor had moisture damage.